Manufacturer narrative:
No button response due to corroded keypad traces. Unable to verify vibrating anomaly or alarm due to button/keypad anomaly. Moisture found on the electronic. The insulin pump received with cracked display window corners, cracked reservoir tube lip, minor scratches on display window, missing address/serial number and missing end cap sticker.

Event description:
The customer reported that the insulin pump had water damage after jumping into the swimming pool with the device attached to them. The customer's last blood glucose for the day was 202 mg/dl. The device was vibrating without an alarm or alert and a constant tone was occurring. The customer stated that the device stayed turned on but none of the buttons were working. Later the insulin pump alarmed unexpected restart. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.